Event description:
The customer stated that he was hospitalized with a blood glucose reading of 40 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer stated that he did not eat anything on the day of the event, which may have caused his blood glucose to go low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.